Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked saline when in use, reportedly due to a "defective superior valve". There was no report of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the luer shaft of an unknown set had broken off inside the y-site gland of the clearlink set. The device was leak tested and evidence of a leak was found at the y-site where the broken shaft was located. The remainder of the device showed no evidence of a leak. The reported condition was verified, but the sample was found to be a conforming product. A companion sample was also tested without noting any issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow-up with the reporter, they stated that this occurred during priming. The leak was from the check valve between the drip chamber and first y-site. There was no patient involvement. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.